Event description:
Device 2 of 2: reference MFR report: 1627487-2019-00377. It was reported the patient was not receiving effective stimulation therapy coverage from the scs system. Consequently, the patient's scs system was removed.